Manufacturer narrative:
The device was not returned for evaluation however films were supplied. Review of the films show a plate with 8 screws and fracture across the middle of the plate.

Event description:
Allegedly, the patient underwent a surgical procedure. Some time post-op the surgeon reported that he saw a plate fracture on an x-ray. He will explant the plate; surgery date is planned for 15th of february.